Event description:
The diagnostic duett pro device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Immediately following deployment, the pt's leg turned red then purple in color. The pt did not complain of itching or hives. An allergic reaction was suspected. The pt was immediately treated with benadryl and solumedrol. The color was resolved within 1 hour. There were no further complications.